Event description:
An ophthalmic surgical technician reported the intraocular lens became stuck in the incision. Enlargement of the incision was required to accommodate removal and replacement of the lens. Follow-up revealed that the surgeon did not make the incision large enough for the cartridge tip and lens size. The pt had an excellent outcome.